Manufacturer narrative:
The insulin pump had a button error alarm and no button response due to corroded keypad traces. The insulin pump was received with cracked battery tube threads and minor scratches on the display window. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer stated that they received a button error alarm and the keys were unresponsive. Customer's blood glucose reading was 200 mg/dl. Troubleshooting for keypad anomaly was performed. Customer advised they took off the insulin pump and used manual injections because the device would not stop beeping. Customer advised now their blood glucose is starting to rise since the insulin pump does not work properly. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.